Event description:
It was reported lead diagnostics identified high impedance values for one of the scs lead contacts during a trial procedure. The physician attempted to resolve the issue by adding a scs extension. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.